Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspections confirms the product marking is fading on the device. There are also multiple scratches, burrs and gouges in the metal. The device exhibits signs of significant use and wear. The device was manufactured in 2014. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.

Event description:
It was reported that the surgeon complained that measurement markers have become difficult to see. No patient injury, surgery completed with the same item, no closure letter needed, no pictures available.